Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. The pt had a 2.5 x 12 mm taxus express 2 drug eluting stent (des) implanted in the diagonal artery and a 3 x 12 mm taxus express2 des implanted in the left anterior descending artery (lad). At 41 days later, for unk reasons, the pt had a 3.0 x 8 mm taxus express2 des implanted in the lad and a 2.5 x 8 mm taxus express2 des implanted in the diagonal artery. It is unk if the devices overlap. At 792 days later, after experiencing chest pain on unspecified occasions, a 90% stenosis was discovered in the distal 1/4 of the one unspecified size, previously implanted taxus express2 des located in the mid lad. The lesion was predilated with a 2.5 x 9 mm maverick balloon catheter. The physician attempted to advance a 2.75 x 12 mm taxus express2 des to treat the target lesion, but the device would not cross. The procedure was completed with a 2.5 x 12 mm "express" stent. There were no pt complications reported. The pt has been discharged with "no problems" in "good" condition.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.